Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an svt (supraventricular tachycardia) ablation with a thermocool smarttouch sf catheter and the patient experienced pea (pulseless electrical activity)/cardiac arrest and asystole likely secondary from cardiogenic shock that required CPR (cardiopulmonary resuscitation). While mapping and ablating atrial tachycardia in the right atrium (ra) for three (3) hours the physician decided to put the patient under general anesthesia. After this, the soundstar catheter was placed in the ra and then one (1) minute later the patient went into pea, cardiac arrest, and asystole. CPR (cardiopulmonary resuscitation) was administered and the ablation procedure was aborted. The patient recovered a pulse and blood pressure and remained on a ventilator. Patient required ICU (intensive care unit) admission. The physician stated that the event may have been the result of cardiogenic shock. After being in their arrhythmia for a long period of time under moderate sedation, when the patient went under general anesthesia that¿s when they went into pea. The medical team also noted that there was a small pericardial effusion diagnosed pre-procedure (1 week ago), and it remained the same size throughout and after the procedure.